Manufacturer narrative:
One syringe pump returned for evaluation. Visual inspection of the device found it to be in good physical condition. The barrel clamp guide, rod and spring were replaced. Additionally, the left plunger case was also replaced due to broken thread boss. The device then passed all functional tests. The reported customer complaint has not been confirmed, as well as the cause of issue has been determined to be unknown.

Event description:
Information was received that a smiths medical infusion pump is not recognizing the syringe. No patient adverse effects reported.